Manufacturer narrative:
Date rec¿d by MFR : 09aug2019, date of report : 26aug2019. Technical support replaced the motor control and power management board. The unit passed required tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support stating that unit had 35volt supply failed error and would not turn off. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.